Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
The complainant also reported a yellow controller failure alarm. Earlier in the day the nurse had a "a couple instances" where the placement signal disappeared; however, it came back and was present when controller failure alarm appeared. Pump and purge successfully switched over. The controller was also successfully swapped.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
B5 updated/clarified. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in cardiomyopathy, and in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician was concerned with high purge pressure on the automated impella controller (aic). In addition, there was a yellow controller failure alarm. The nurse also stated that there were a couple of instances where the placement signal (ps) disappeared; however, it came back and was present when the controller failure alarm appeared. The pump and purge were successfully switched. No issues were noted after the change to the new aic. The impella functioned at p-5 at 2.5l/min. The post-procedure outcome is survived at explant with a bridge to transplant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic controller.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male on an impella 5.5 for cardiomyopathy. During support, the patient developed high purge pressure. As a result, tissue plasminogen activator (tpa) protocol was initiated and effective and motor currents are within normal limits. The patient remains on support.